Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he installed the implant in intraoral region #3, but he wasn't able to remove the implant mount from the implant, so he had to unistall it. The implant was not replaced in the same surgery.